Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding and superficial venous thrombus could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists bleeding and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021 an esophagogastroduodenoscopy (egd) demonstrated one bleeding arteriovenous malformation (avm) in the jejunum. Hemoglobin trended down again and patient received additional units of packed red blood cells (prbcs). On (B)(6) 2021 a repeat egd found macerated, ulcerated, and oozing mucosa to which hemospray was applied and additional units of prbcs were given. Over the patient's hospitalization he received 10 units of prbcs - two in the emergency room, two on (B)(6) 2021 for hemoglobin of 7.0 g/dl, one on (B)(6) 2021, one on (B)(6) 2021, two on (B)(6) 2021, one on (B)(6) 2021, and one on (B)(6) 2021. As of (B)(6) 2021 the patient's hemoglobin remained stable and the patient was discharged to home on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021 the patient reported 10 episodes of dark and tarry stools after which he began to feel short of breath and extremely fatigued. The patient was transported to the emergency department. Hemoglobin was 6.5 gdl, which was down from 8.3 g/dl a few days ago. The patient was given 2 units of packed red blood cells (prbcs) and was admitted for further management. A computed tomography angiography (cta) was done on (B)(6) 2021 which found no evidence of active gastrointestinal bleeding. On (B)(6) 2021 and (B)(6) 2021 the patient was given 1 unit of prbcs each day. On (B)(6) 2021, he was given 2 more units of prbcs for hemoglobin values below 7 g/dl. Gi consult recommended repeat esophagogastroduodenoscopy (egd) on (B)(6) 2021. On (B)(6) 2021 a superficial thrombus was reported. A dvu upper extremity done on (B)(6) 2021 found the left cephalic vein showing evidence of partially occluding and totally occluding acute thrombus. The left cephalic vein superficial thrombosis noted in proximal to mid forearm. Treatment was to use warm compresses as needed.